Event description:
It was reported that the patient experienced bradycardia with an escape rhythm of 30 beats per minute (bpm) during loss of capture with unsteady pacing thresholds from the low-voltage right ventricular (rv) lead. The patient was hospitalized and it was noted the patient is now in good health. The lead will remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.